Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call power loss alarm was found. Blood glucose was unknown. The customer received the low battery alert. Troubleshooting was performed. Customer stated battery lasted more than 1 week. The product will not be returned for analysis.